Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been shutting off completely and making a solid beeping noise. The customer¿s blood glucose level was 127 mg/dl. Troubleshooting was performed and the display had returned. It was noted that the customer experienced multiple unexpected restart alarms. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. No audio beep anomaly noted. Unable to perform idle current test ,run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify off no power alarm, signal too low alarm, and unexpected restart alarm due to blank display. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.